Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and difficult to read in daylight. No improvement was noted after a battery change. No damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the pump was booted to the verify that the display screen was dim with a pink contrast. The dim display screen was replaced with a new test screen and contrast returned to normal. A crack was observed along the battery compartment extending from the threads to the fingerpad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.